Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was experiencing poor coupling. The caller said the patient is not able to get good coupling and all bars are empty. The ins battery depleted and shut down overnight. The patient did not have any falls or trauma. The caller was walked through the antenna locate feature but it was suspected that the caller was not pushing the buttons correctly and this did not resolve the issue. The outcome of the troubleshooting was the poor coupling screen. Symptoms included the ins shutting off and it was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.